Manufacturer narrative:
Date of event: (B)(6). Date of report: 28aug2019. The product support engineer (pse) troubleshot this issue with the customer over the phone and recommended that the flow sensor be replaced. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator was failing the oxygen (o2) flow accuracy at 10 liters per minute (lpm). The ventilator measures greater than 12. The ventilator was not in use on a patient at the time of the event occurred.